Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Reseated circuit boards and insured all connections secure. Suspect that there was a bad connection at the cpu circuit board. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 intermittently failed to initialize. There was no adverse pt involvement reported. There was no patient information reported.